Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because a patient contacted lifescan alleging that the subject meter read inaccurately high compared to another meter. The patient obtained blood glucose results of "387 mg/dl" with another meter and an unspecified result from a lifescan meter, performed within 30 minutes of each other. The issue was not resolved with troubleshooting.

Manufacturer narrative:
No product is expected to be returned.